Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files and evaluation of the returned system controller (serial number: (B)(6)). The log file downloaded from the returned controller contained approximately 185 days of data ((B)(6) 2019 ¿ (B)(6) 2020 per the timestamp). The log file captured events consistent with the pump exchange that occurred on (B)(6) 2019 (addressed under manufacturer report number 2916596-2019-04008), including the backup battery being uninstalled, the pump speed decreased, and the pump eventually being intentionally stopped on (B)(6) 2019 at 11:56:43; the controller was then put into sleep mode. Prior to the intentional pump stop, the controller operated the pump at the set speed without issue. The controller was then powered back on at 11:57:51 on (B)(6) 2019, and a controller fault alarm associated with fuses a and b being open activated 1 second later; this alarm is consistent with the pump cable being cut during the pump explant procedure. This alarm remained active through the end of the log file including on the reported event date. The controller was then put into sleep mode again after 11:58:03 on (B)(6) 2019. The controller was not connected to a pump for the remainder of the log file; the controller was briefly powered on, operating in charge mode with the alarm active, and then put into sleep mode several times until the end of the log file. Evaluation of the returned controller revealed damage to fuses a and b that is consistent with the pump cable being cut during the pump explant. This is consistent with the investigation of the returned pump, which revealed that the pump cable was severed approximately 11 inches from the pump header. The damaged fuses were replaced. After replacing the fuses, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended during analysis after the fuses were replaced. The root cause of the reported event was determined to be damaged fuses caused by the pump cable being cut during the pump explant procedure. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a system controller fault was observed when attempting to charge backup battery. System controller was exchanged at home.